Event description:
I was a pt who was using my medicine as prescribed. I never used more or less. One day, I was told to take a ameritox test and I did willingly and I did not think anything of it as I was not taking anything not prescribed or taking too much. My first test came back as too low and the next one came back that I was taking double the amount, which I was not. I was then taken off all pain meds and given 30 methadone to last till all off. I had been taking 120 oxycodone and 120 methadone. I was functioning with my disability and going to school again then this happened and I was in a car accident and now I am only given ibuprofen when the amount of proven damage done to me from the accident is extensive and I was already in a great amount of pain. The ameritox does not work right. I told the truth about what I took and it gave the wrong results and because of that little test my life is destroyed. I can't even get up and walk some days. Dates of use: (B)(6) 2011.